Event description:
Information was received from a healthcare provider (hcp) and the patient regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported by the patient that the pump had no medicine in it, and it was not working. The hcp stated that they heard the pump beeping every so often. The patient did not mention how long they have not had any medication in the pump. Agent reviewed MRI guidelines with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.